Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit alarmed "could not calibrate" and stopped pumping and the pump switched out. There was no patient harm reported.

Manufacturer narrative:
Due to character restrictions in block e1 event site name : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and states that pump stopped due to alarm while on patient. Reported alarm was "could not calibrate" per customer. Fse inspected unit logs, only noted no pressure trigger alarm. Could not duplicate any fo pressure sensor calibration issue using fo tester and test catheter. Unit completed autofill and calibrated without issue. Fse then performed functional testing and safety checks. Unit passed all functional and safety tests per factory specifications, returned unit to customer for clinical use.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
Updated data : b4, e2, g3, g6, h2, h10, h11. Corrected data : h6 (impact).